Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: contamination was found under the ok, up arrow, and down arrow, button contacts causing intermittent response. The display was dim and faded with a red hue. The battery compartment was cracked from the threads to the case seal along the grip. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim display, cracked battery compartment, and intermittently responsive keypad buttons. This report is made based on results of investigation completed on 19-dec-2018.